Event description:
It was reported that the device recorded a high short interval count and the patient received two shocks due to lead noise oversensing. The same noise was duplicated on the egm by moving the device around in the pocket. Per the manufacturer's device database the lead was explanted and replaced with another lead. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.